Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of a steerable guide catheter (sgc), while flushing the dilator, a hole just below the y-connector at the tip of the dilator was observed. It was noted that attempting to introduce the dilator into the sgc caused the hemostatic valve to deflate, rendering it unusable. Therefore, the sgc was not used and was replaced. There was no clinically significant delay in the procedure.